Manufacturer narrative:
A device history record review was completed for provided material number 38831714 and lot number 3296575. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter component, and it appeared used. It is possible that this incident resulted from the product usage, when performing the 360 degree rotation during puncture, the catheter may have been pushed forward, causing the catheter to be transfixed by the needle during puncture. It is also possible that this incident resulted from product assembly, where a failure in the vision system allowed a transfixed catheter to be released to the customer; however, if the catheter was transfixed before puncture, it would have been possible to use the product. A corrective and preventive action plan has been initiated for the defect of needle through catheter to further investigate this issue and prevent any possible reoccurrence.

Event description:
Additional information received on 14th aug 2024. To answer the case report coincides with the device sent in the photograph, the catheter was manipulated according to the IFU protocol and the target lesion was found to have abraded skin on the patient. Additional information received on 29th aug 2024. Bd question: did two (2) incidents of needle through catheter occur? One incident on (B)(6) 2024 of needle through catheter which resulted in lesion, abraded skin, loss of skin integrity and a second incident on (B)(6) 2024 of needle through catheter which did not have a patient impact? Customer answer: correct, there were two reports, one without involvement and the other with cutaneous involvement.

Event description:
It was reported that bd insyte catheter damaged during insertion. The following information was provided by the initial reporter, translated from spanish to english: general operating rooms (B)(6) 2024 when the patient is cannulated, the catheter is damaged when the test is performed. No harm is done to the patient directly. Note: review instrument quality failures. Additional information received on 04-07-2024. - was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) r/no need for medical intervention.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.